Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer was difficult to open as the device was getting stuck on the patients superior lamina. The implant was repositioned three times, however, after the third attempt to deploy the implant, the screw lost threading and the implant broke into three pieces. The pieces were removed and a new spacer was successfully implanted in the patient. There were no patient complications due to the event.